Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The laser marking and the color code were readable and according to the drawing. On the ao symbol, a sticker has been placed that does not conform to the production process / drawings. A review of the device history records was performed for the affected lot with no abnormalities or deviations detected. The holes 11h7 and 11.5h7 of the returned product are out of dimension. Further, the position of 11.5h7 of the returned product is out of dimension. Specification diameter 11.h7 0/+0.018 result: right 11.032 and left 11.033. Specification diameter 11.5 h7 0/+0.018 result: right 11.633 and left 11.628. Specification position 11.5h7 0.3 result: right 0.459 and left 0.603. According to the work order, both diameters (2x11h7 and 2x11.5h7) undergo a 100% inspection per go/no go gage requirement. With a great probability, the deformation of the two holes was likely caused by long term utilization and repeatedly inserting steel sleeves into the carbon holes so that the holes in the end were deformed into ellipses. This deformation also affects the precision of tolerance positions. Based on this likelihood, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. The raw material certificates were, at the time of manufacturing in 2008, not recorded. Product development investigation: the device was returned in a clean state with no damage or visual deviations. A review of the surgical technique notes that, if the nail has to be repositioned, the user should remove the guide wire, protection sleeve, and drill sleeve. Then, the nail can be repositioned via rotation for deeper insertion or partial retraction. Thereafter, the drill sleeve and guide wire assembly can be reinserted. The complaint description suggests that the surgeon moved the nail while the guide wires were still inserted. This is not indicated per the surgical technique. The issue described could not been replicated with the returned product nor could the issue be recreated with a standard product. Product investigation summary: a simple handling test was performed with the returned aiming arm in scope. The products were assembled according to the surgical technique and their precision-I concentricity was evaluated. The reported complaint could not be replicated. Both the static and the recon locking features were evaluated. In both simulations, the guide wire and the drill bit were visually fitting the center of the locking hole of the nail perfectly. The clearance and play between the protection sleeve and the aiming was evaluated and compared to a standard aiming arm. No difference could be felt between both aiming arms with respect to play and clearance of the protection sleeves. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth/age is unknown. The patient¿s weight was reported as being approximately (B)(6). (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an antegrade femoral nailing (afn) procedure on (B)(6) 2016. Following implantation of the nail, the surgeon encountered issues when inserting guide wires through the aiming arm and magenta sleeve assembly, which was needed in order to confirm proper length and positioning for recon locking with the 6.5mm hip screws. In order to adjust the position of the guide wires, the surgeon needed to move them anteriorly in the femoral head. To do so, an insertion handle was used and moved downwards toward the floor to achieve central positioning in the lateral plane. It was then noted that the wires were skiving off of the anterior surface and missing the recon apertures of the nail. Two (2) of the guide wires¿ tips ended up snapping inside the nail after initially becoming stuck. These broken tips were not retrieved during the procedure. A second afn consignment set was opened, but the surgeon ultimately decided to use a reamer drill to go into the nail; however, this was done without confirming proper position and length for the wires. The final position of the hip screws was said to be posterior to the femoral head, which may not provide adequate fixation for a patient close to (B)(6). The procedure was eventually completed with a sixty (60) minute delay and resulted in increased bone exposure and blood loss. It is unknown if the patient required a transfusion, but it was noted that the patient was transferred to another facility following recovery. Surgeon comments: the surgeon did not attribute the issue/delay to a device failure; rather, it was said that this is a common issue when attempting to change guide wire positioning or trajectory using an external aiming device (arm or jig). The surgeon explained that an insertion handle or aiming arm device often toggles when applying force upon a static nail. Implanted devices: afn nail, two (2) proximal 6.5mm hip screws, and two (2) distal 4.9mm locking bolts. This report is 1 of 8 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #357.522 ¿ lot #2445128, manufacturing site: (B)(4), manufacturing date: 15.dec.2008, expiry date: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.